Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) was not receiving stimulation. Surgical intervention was undertaken for further interrogation. Intraoperative testing found invalid impedance measurements for all lead contacts. As such, the device was explanted and replaced. Effective stimulation was recaptured for the pt following the procedure.